Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the rexroth valve was stuck. Additional malfunctions were sieve beds were saturated, the power switch had a short circuit, and the circuit breaker was defective.